Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). Same case as MFR ID#: 2134265-2011-05427, 2134265-2011-05428, 2134265-2011-05430. It was reported that post a stenting treatment procedure, the patient experienced a recurrence of angina. The patient presented at the time of the index procedure due to unstable angina (braunwald class iiib). Cardiac catheterization revealed a 95% stenosed and 65mm long, bifurcated lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.5mm. The lesion was treated from proximal to distal with predilation and deployment of overlapping 2.5x28mm, 2.75x12mm, 3.5x20mm and 3.5x8mm taxus element stents and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) 2011: the patient experienced a recurrence of angina. The patient was not hospitalized, no action was taken to treat this event and it is reported to be unresolved. It is the opinion of the physician that this event is related to the taxus element stents.

Event description:
It was further reported by the site that the recurrence of angina was diagnosed at a clinic appointment and the plan was made for the patient to undergo angiography. However the patient had an unrelated cerebral event (left cerebral total anterior circulation stroke) before the angiogram could be done. At this time, she is still in a rehabilitation ward. She is not reported to be suffering from angina at present. There is no plan to do a repeat angiogram at this time.

Manufacturer narrative:
(B)(4).